Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced a stroke. During the procedure the faradrive sheath was used for the transseptal puncture, after which 62 ablations were performed in the left atrium with the pfa catheter. Approximately five minutes before the end of the procedure the faradrive's irrigation bag ran dry and was not replaced. No complications occurred during the procedure; however, after the patient was moved to recovery a stroke occurred, they exhibited left sided weakness and seizures. An aneurysm was confirmed after CT and MRI scans, and the patient was admitted to the hospital. The physician believes the stroke is related to anesthesia; however, the cause was not confirmed. The sheath is not expected to be returned as it was disposed of by the facility.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced a stroke. During the procedure the faradrive sheath was used for the transseptal puncture, after which 62 ablations were performed in the left atrium with the pfa catheter. Approximately five minutes before the end of the procedure the faradrive's irrigation bag ran dry and was not replaced. No complications occurred during the procedure; however, after the patient was moved to recovery a stroke occurred, they exhibited left sided weakness and seizures. An aneurysm was confirmed after CT and MRI scans, and the patient was admitted to the hospital. The physician believes the stroke is related to anesthesia; however, the cause was not confirmed. The sheath is not expected to be returned as it was disposed of by the facility. It was further reported that the patient was discharged from the hospital and is fully expected to recover.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.